Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('CT scan showed clips and fragments/he is only taking my uterus and tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and cellulitis ("cellulitis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage and cellulitis outcome was unknown. The reporter considered cellulitis and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-hysterectomy-cellulitis, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('CT scan showed clips and fragments/he is only taking my uterus and tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and cellulitis ("cellulitis"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the device breakage and cellulitis outcome was unknown. The reporter considered cellulitis and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-hysterectomy-cellulitis, device breakage, fallopian tube perforation, quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.